Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event. Evaluation summary: the device was returned. The reported inability to close clip and difficult to remove clip delivery system (cds) from steerable guide catheter (sgc) were not tested during returned device analysis due to the condition in which the device was returned (broken actuator coupler and cds returned as a system with the sgc). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for inability to close clip and difficult to remove the cds from sgc from this lot. A definitive cause for the reported inability of clip to close could not be determined; however, the reported difficult to remove the cds from the sgc appears to be the cascading effect as the clip was unable to be closed which resulted in the inability to retract the cds into the sgc. Also, the observed broken actuator coupler was likely a result of procedural circumstances/troubleshooting process due to the difficulty retracting the cds into the sgc. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to close the clip. It was reported that during a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr), the mitraclip delivery system (cds) was advanced; however, when the clip was under the mitral valve, it could not be closed. The cds was pulled to the steerable guide catheter (sgc) but could not be pulled into the sgc as the clip could not be closed, so both devices were removed together and were replaced. A total of two clips were implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay during the procedure. There was no additional information provided.